Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported 35 ml was remaining in the bag however the pump read infusion completed, reportedly 248 was given. No additional information is available at this time.